Event description:
It was reported that the user experienced two episodes of low blood glucose in a day attributed to overtreatment of hypoglycemia by consuming multiple carbohydrate sources at once, and the device was functioning as expected. Symptoms included hypoglycemia with a nadir of 60 mg/dl. Outcomes included recovery without escalation. Investigation included troubleshooting and user education on appropriate hypoglycemia treatment using oral glucose. Investigation of this case revealed user management error related to overtreatment of lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia.